Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/09/2015 with the following findings: a review of the black box data showed evidence of short battery. During a visual inspection of the pump, the battery compartment and pump casing (by the display lens) were observed to be cracked. No moisture was observed in the battery compartment or in the display. The returned battery cap secured properly to the pump. The current draws measured within specifications. The pump cover was opened and moisture corrosion was found on the battery canister, support bracket and on the continuous glucose monitoring circuit. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump's battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.